Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / cramps to the point I feel like I am in labor') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dyspareunia ("painful intercourse"), migraine ("migraines"), abdominal distension ("bloating"), cyst ("cysts"), breast pain ("breasts so sore"), hirsutism ("getting facial hair"), ovarian cyst ("ovarian cysts") and menstrual disorder ("awful period") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (hysteroctomy to remove essure on (B)(6) 2016,took uterus,tubes and cervix). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, breast pain, hirsutism, ovarian cyst and menstrual disorder had resolved and the genital haemorrhage, dyspareunia, migraine, abdominal distension, uterine leiomyoma and cyst outcome was unknown. The reporter considered abdominal distension, breast pain, cyst, dyspareunia, genital haemorrhage, hirsutism, menstrual disorder, migraine, ovarian cyst, pelvic pain, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: sample not available. Since we have not valid lot number to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined. Therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter was added. Outcome for pelvic pain updated to recovered. Event "awful period" was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dyspareunia ("painful intercourse"), migraine ("migraines"), abdominal distension ("bloating"), cyst ("cysts"), breast pain ("breasts so sore"), abdominal pain lower ("cramps to the point I feel like I am in labor"), hypertrichosis ("getting facial hair") and ovarian cyst ("ovarian cysts") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (hysteroctomy to remove essure on (B)(6) 2016,took uterus,tubes and cervix). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine, abdominal distension, uterine leiomyoma and cyst outcome was unknown and the weight increased, breast pain, abdominal pain lower, hypertrichosis and ovarian cyst had resolved. The reporter considered abdominal distension, abdominal pain lower, breast pain, cyst, dyspareunia, genital haemorrhage, hypertrichosis, migraine, ovarian cyst, pelvic pain, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: sample not available. Since we have not valid lot number to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined. Therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: reporter added from social media. Event "weight gain" added. On 23-mar-2020: social media received. Reporter was added. On 23-mar-2020: social media received. Reporter was added. New event added- "breast sore", "cramps to the point I feel like I am in labor", "getting facial hair", "ovarian cysts". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / cramps to the point I feel like I am in labor') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dyspareunia ("painful intercourse"), migraine ("migraines"), abdominal distension ("bloating"), cyst ("cysts"), breast pain ("breasts so sore"), hirsutism ("getting facial hair"), ovarian cyst ("ovarian cysts") and menstrual disorder ("awful period") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (hysterotomy to remove essure on (B)(6) 2016, took uterus,tubes and cervix). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, breast pain, hirsutism, ovarian cyst and menstrual disorder had resolved and the genital haemorrhage, dyspareunia, migraine, abdominal distension, uterine leiomyoma and cyst outcome was unknown. The reporter considered abdominal distension, breast pain, cyst, dyspareunia, genital haemorrhage, hirsutism, menstrual disorder, migraine, ovarian cyst, pelvic pain, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have not valid lot number to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: ptc investigation result received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain (interpreted as pelvic pain) and heavy bleeding (interpreted as genital bleeding). She underwent surgery to remove essure approximately 9 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, she also had fibroids which could be an alternative explanation for the pelvic pain and genital bleeding. However, given the nature of the reported events, a contributory role of essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), migraine ("migraines"), abdominal distension ("bloating"), uterine leiomyoma ("fibroids") and cyst ("cysts"). The patient was treated with surgery (to remove essure on (B)(6) 2016). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine, abdominal distension, uterine leiomyoma and cyst outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dyspareunia, migraine, abdominal distension, uterine leiomyoma and cyst to be related to essure (ess205). Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain (interpreted as pelvic pain) and heavy bleeding (interpreted as genital bleeding). She underwent surgery to remove essure approximately 9 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, she also had fibroids which could be an alternative explanation for the pelvic pain and genital bleeding. However, given the nature of the reported events, a contributory role of essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.